Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for a follow-up with post-paced t-wave oversensing on the ventricular channel. Programming changes were completed. The patient suffered no consequences throughout the event.